Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was admitted to hospital for inappropriate shocks due to oversensing on the right ventricular lead. Diagnostic imaging was performed and lead damage was confirmed. The lead was capped and a new lead was implanted to resolve the issue. The patient was in stable condition.